Event description:
This lead was implanted on (B)(6) 1979 and was capped on (B)(6) 1999. During procedure on (B)(6) 2011 it was noted that there was an insulation break at pin/header junction. About 1mm of coil exposed. They used lead stabilizer and medical adhesive. The physician was dr. (B)(6) at(B)(6) hospital in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).